Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "luer-lock connection (blue head) is malfunction to make fluid flow."

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the medial luer hub of a used cvc catheter. In the photo , the medial luer hub (blue hub) was circled; however, no defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The report of a damaged medial luer hub could not be confirmed through examination of the customer supplied photo. The image shows the luer hub of the medial luer hub; however, no defects or anomalies were observed. The device history review did not reveal any relevant findings to suggest a manufacturing related cause. The probable cause could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "luer-lock connection (blue head) is malfunction to make fluid flow."